Event description:
On (B)(6) 2025 the user noticed a crack in the ilet connector currently in use. The user¿s blood glucose (bg) rose to 268 mg/dl and remained elevated for approximately 4¿5 hours. The user did not initiate backup therapy but confirmed it was available if needed. The user reported that she was unable to perform a full supply change because she had only one remaining connector, and replacement supplies from her distributor were delayed. Beta bionics arranged an emergency shipment of connectors. At follow-up, the user¿s bg had decreased to 223 mg/dl and continued trending down. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.